Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage in the tubing near the upper pumping segment could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 21035272 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing leaked from the section that entered the pump. The following information was provided by the initial reporter: "tpn leaking from tubing at the upper portion of section that goes into the alaris pump."